Event description:
The patient was wearing the pod on the abdomen between 5 and 24 hours. Following a pod change, the patient reported elevated blood glucose (bg) up to 20 mmol/l (360 mg/dl) and high ketones. Due to hyperglycemia, patient removed the pod at home and sought medical attention on (B)(6) 2026. Patient was hospitalized, including admission to the intensive care unit, with a diagnosis of diabetic ketoacidosis and received intravenous insulin therapy and monitored insulin administration. Hospitalization lasted three days, with discharge on (B)(6) 2026 on insulin injections (humalog and long-acting insulin). Patient reported no symptoms other than high bg. Patient reported that the cannula was bent upon pod removal. Patient confirmed follow-up planned with healthcare providers regarding future pod use. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.